Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (resume error) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell six of seven of peritoneal dialysis therapy. The alarm was cleared and the patient completed therapy using manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.